Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the circular stapler did not fire. A new instrument was opened to complete the case. There was no consequence to the pt.